Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic segmentectomy, the surgeon was able to press the green button and squeeze the handle, but the device did not fire. The device made a snap, the handle broke off. Another handle and reload was used to complete the case. There was no patient injury.